Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cut pump was returned for investigation. Biomaterial was found wrapped on the impeller. No further investigation was performed on the returned product. As per the data log, a loss in placement signal was reported with all 5s parameters temporarily. Upon review of data logs, no problem was found with the pump and it is apparent the console was the potential cause of the issue. Please refer to complaint (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the impella cp lost aortic and left ventricular waveforms. Purge flow and purge pressure remained within range. Despite this, the pump remained operational throughout the support period until weaning and explantation. No patient harm was reported.